Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that calibrations were entered during periods when no values were present. No additional event or patient information is available. Labeling indicates: do not calibrate if the glucose reading error symbol shows in the status area. And: do not calibrate if the out of range symbol shows in the status area. .